Manufacturer narrative:
The device will not be returned by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. Hemodynamic values should correlate with the patient¿s clinical manifestations. Procedural factors are known to have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use of a swan ganz catheter, the continuous cardiac output (cco) and cardiac index (ci) values provided were too high. The cco value provided was 19 l/min and a ci value of 9,1l/min while no central venous pressure was connected. There were no alarms. Even though the patient¿s clinical presentation was unstable, the values provided were not realistic to the patient¿s clinical status; therefore, the clinician obtained an x-ray to confirm catheter placement. The x-ray indicated the catheter was not in the pulmonary artery, but rather had been inadvertently placed by the clinician in the right heart chamber. There was no allegation of patient injury. Patient demographics were requested and not available. The swan-ganz catheter was available for evaluation but the customer is not returning it, as they stated the high values were due to placement and not a faulty catheter.